Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migrated and displaced within the cavity of the uterus") in a 34 year-old female patient who had essure inserted (lot no. C51072) for female sterilisation. Product or product use issues identified: medical device monitoring error ("hysteroscopy with essure and endometrial ablation" on (B)(6) 2015). The patient had a medical history of multiparous, hypertension, hyperlipidemia, morbid obesity, pelvic pain female, parity 4 and multi gravida. Concurrent conditions were listed as dyspareunia and dysmenorrhea. Concomitant products included rosuvastatin, ramipril, ozempic (semaglutide), nortriptyline, montelukast, metformin, cymbalta (duloxetine hydrochloride) and albuterol [salbutamol sulfate]. On (B)(6) 2015, the patient had essure inserted. Essure was removed on 15-oct-2020. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: uterus: small uterine cavity with linear filling defect along the right uterine fundus adjacent to the tubal orifice fallopian tubes: essure in place contrast extends to the level of the orifice without evidence of spillage. Peritoneal spill: none demonstrated. Essure in place. Impression: no evidence of peritoneal spillage of contrast status post essure placement. Small uterine cavity with linear filling defect. [Pathology test] on (B)(6) 2020: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis. Endometrium: benign inactive-appearing endometrium. Myometrium: adenomyosis. Fallopian tubes: vascular congestion. Clinical history: pelvic pain, essure problems, dysmenorrhea, obesity, dyspareunia. Gross description: a less than 0.1 cm diameter × at least 1cm metallic wire is present in the lumen ofthe left fallopian tube. It stretches during removal. After stretching, it measures 13.5 cm in length. Similar wire is not identified in the stump of the right fallopian tube. On sectioning the uterus, similar metal wire is seen extending into the right fallopian tube. The endometrial cavity is somewhat attenuated, measuring 2cm in length × 1.5 cm in width and less than 2mm in an anterior-posterior direction. The wire extends into the lower uterine segment. Batch no: c51072. Production date: 2014-04-23. Expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migrated and displaced within the cavity of the uterus") in a 34 year-old female patient who had essure inserted (lot no. C51072) for female sterilisation. Product or product use issues identified: medical device monitoring error ("hysteroscopy with essure and endometrial ablation" on (B)(6) 2015). The patient had a medical history of multiparous, hypertension, hyperlipidemia, morbid obesity, pelvic pain female, parity 4 and multi gravida. Concurrent conditions were listed as dyspareunia and dysmenorrhea. Concomitant products included rosuvastatin, ramipril, ozempic (semaglutide), nortriptyline, montelukast, metformin, cymbalta (duloxetine hydrochloride) and albuterol [salbutamol sulfate]. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: uterus: small uterine cavity with linear filling defect along the right uterine fundus adjacent to the tubal orifice fallopian tubes: essure in place contrast extends to the level of the orifice without evidence of spillage. Peritoneal spill: none demonstrated. Essure in place. Impression: 1. No evidence of peritoneal spillage of contrast status post essure placement 1. 2. Small uterine cavity with linear filling defect [pathology test] on (B)(6) 2020: final diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis. Endometrium: benign inactive-appearing endometrium. Myometrium: adenomyosis. Fallopian tubes: vascular congestion clinical history: pelvic pain, essure problems, dysmenorrhea, obesity, dyspareunia. Gross description: a less than 0.1 cm diameter × at least 1cm metallic wire is present in the lumen of the left fallopian tube. It stretches during removal. After stretching, it measures 13.5 cm in length. Similar wire is not identified in the stump of the right fallopian tube. On sectioning the uterus, similar metal wire is seen extending into the right fallopian tube. The endometrial cavity is somewhat attenuated, measuring 2cm in length × 1.5 cm in width and less than 2mm in an anterior-posterior direction. The wire extends into the lower uterine segment. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event device dislocation. New event medical device monitoring error was performed added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.